Event description:
It was reported that the pt underwent a mitral valve repair. During the procedure, the clinician was unable to deliver cardioplegia. The clinician opines that the inflated balloon was blocking the cardioplegia port of the catheter. The procedure was converted to a median sternotomy because the pt was obese, and the exposure was difficult. The surgeon chose to perform a median sternotomy because it was the easiest alternative.